Manufacturer narrative:
The reported event of failure to capture was not confirmed. As received, a complete lead was returned in one piece for analysis. Visual and x-ray examination of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
During the initial implant procedure, a loss of capture was observed on the right ventricular (rv) lead. The rv lead was repositioned twice, however, the loss of capture persisted. The rv lead was explanted and replaced to complete the implant procedure. The patient was in stable condition.